Manufacturer narrative:
Other code: hcb flow cell, sample aspiration needle. Investigation summary: the customer states that an incorrectly low hemoglobin (hgb) result for a patient was generated from the cell-dyn 3200 analyzer. The complaint text stated the sample drawn in 2006 generated a hemoglobin result of 8 g/dl. It is the customer's laboratory procedure to require additional tests on abnormal results before reporting out. The patient was redrawn in 2006. Test result for the second draw gave a hgb of 14g/dl. The original sample from was re-run and also produced a hgb of 14. The complaint text also stated reagent was not replaced and maintenance was not done. Visual examination of the sample tube was performed. The report stated the tube was full, not cloudy, and the customer did not see anything unusual about the tube. One day later, preventive maintenance of the instrument was performed. The report stated hgb output was 4.51; therefore, a hgb gain adjustment was performed from 920 to 890, which resulted in hgb output of 4.95. Controls are reported to be within acceptable limits and reproducible from day to day. Closed mode runs were monitored day to day and were found to be acceptable. No other similar incident was reported by this customer and cause of the incident was unknown. Review of the cell-dyn 3200 system operator's manual found a section regarding nonscheduled maintenance frequency, page 9-26, table 9.1. In this section a list of maintenance procedures were recommended for solving problems related to imprecision. Cleaning of the hgb flow cell was recommended procedure for hgb imprecision. Other suspect sources of imprecision that may require maintenance are aspiration probe, aspiration needle, sample injection syringe, wbc and hgb lyse syringe, and diluent/sheath syringe. Trending: review of complaint reports during 2006 through 2007 for list base 04h60-01 did not find an adverse trend for the complaint issue. Labeling: the event is addressed in the cell-dyn 3200 system operator's manual, l/n: 06h60-01, rev. M, section 9, service and maintenance, page 9-29, table 9.1. This is the final report. End of report.

Event description:
The customer states that they were having reproducibility issues for hemoglobin results for one patient generated using a cell-dyn 3200 analyzer. An initial hemoglobin result of 8 g/dl was obtained. The patient was tested the following day obtaining a hemoglobin of 14 g/dl. The initial sample was repeated obtaining a hemoglobin value of 14 g/dl. Patient information regarding age, gender or weight was not provided. No impact to patient management was reported.